Event description:
Received call by mother who was infusing antibiotics at home through port. Mom stated the tubing attached to the huber needle was leaking. Attempted to troubleshoot with mother over the telephone, but was unable to remedy the situation. Mom came to the ed and I went to the ed to reaccess port at mom's request. I flushed the port with ns and noted an obvious leak. Port needle was removed and port was reaccessed per policy. Port had brisk blood return and port site had no redness or edema. Mother stated that pt was accessed twice this week because of a leak in the port needle.device #1is this a laboratory device or laboratory test?no.